Event description:
During an ercp, a stone retrieval basket was used to retrieve a common bile duct stone. Per MFR's directions, the basket was attached to the mechanical lithotripsy handle. While "cranking" the basket to crush the stone, all four wires of the basket broke. The wires were stabilized with a hemastat and taped to pt's face. Several attempts with the scope and other accessories to remove the wires were unsuccessful. Pt taken t0 surgery for removal of wires and stone. Pt recovering well.